Event description:
The customer reported that the device broke during cleaning. A screw from the device completely disengaged but did not fall into the patient cavity. No patient injury reported.

Manufacturer narrative:
(B)(4). Date of follow-up report : 06/122015. Visual inspection found the jaw pin disengaged from the jaws. The investigation found the jaw pin loose and returned with the device. The jaws were separated due to a missing jaw pin that had disengaged. The device was forwarded to (B)(4) manufacturing for further evaluation. Inspection noted that the pin was bent. Visual check of the jaw pin knurls and rigid jaw hole found no abnormalities. Since the pin had disengaged, the pull strength test cannot be performed. Smf manufacturing performs a 100% pull test and this device was found to be acceptable at the time of manufacturing. The device history review is included in the investigation report indicating there were no non-conformances recorded for this lot number. The investigation identified the root cause of the reported event to be undetermined. No trend has been identified for this failure mode. No corrective action is required.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.